Event description:
Legal counsel for the patient alleges that patient underwent right total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms patient underwent tha on unknown date with unknown product. A stage one procedure was performed on (B)(6) 2005 due to infection with 2nd stage on (B)(6) 2005 receiving a m2a magnum hip system. A subsequent revision occurred on (B)(6) 2011 due to unknown reasons. The modular head was removed and replaced. Additional information from legal counsel for patient reports patient allegations of negative effects to tissue, bones, muscles and ligaments. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in the operative report noted patient underwent a right hip arthroplasty in 1999 where unknown products were implanted and a right hip stage I revision on (B)(6) 2005 due to infection where cement spacers were implanted. Operative report noted patient underwent a right hip stage ii revision on (B)(6) 2005 where biomet components were implanted. Operative report further noted patient underwent an additional revision procedure on (B)(6) 2011 due to pain and a malpositioned cup. Operative report noted the cup was well fixed and the loss of medial, anterior and superior bone in the acetabulum. The modular head and acetabular cup were removed and replaced with a competitor cup and a biomet head.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption, excessive weight, and/or excessive unusual and/or awkward movement and/or activity. " this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-02024 & 2015-01610).